Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 11 and 12 was not being read. A field service engineer powered off the device and inspected the boards for drawers 11 and 12. The fse replaced the controller board for those drawers. Once completed, the hardware was powered back on. The fse contacted technical support specialist for assistance with configuring the drawers, and the configuration was completed successfully. The hardware was tested, and all functions performed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the matrix drawers 11 and 12 were not populating and they were unable to issue item. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.